Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm occurred during testing. The unit was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests or verify prior occurrences of the signal too low alarm, unexpected restart error alarm, displayable history error alarm, reset alarm, and check setting alarm due to the buttons not responding. The following physical damage was noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that his insulin pump buttons were sticking and the device alarmed button error alarm. The patient's blood glucose at the time of incident was 210 mg/dl. The insulin pump buttons caused the number inputs to ramp up uncontrollably. The customer was unable to clear the button error alarm. The customer also mentioned that the insulin pump had alarmed signal too low, unexpected restart error, and displayable history error. The insulin pump was returned for analysis.